Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of the 25 mmol/l. It was reported that the insulin pump had no delivery alarm. The confirmed he change the set every 3 days. Customer report that he changed the set and site 4 times and no delivery alarm occurred during priming. Customer reported that he pushed the reservoir with the plunger and a tiny dropped of insulin exist and then no delivery occurred during priming. The device will not be returned for the analysis.